Event description:
It was reported that the radio frequency programmer head "failed." The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head "failed." The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had failed, neither the program nor the interrogate button worked on the head and it failed all button tests. The head's cable was replaced and the head then passed all final electrical tests as well as a bench systems test. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.